Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
The patient felt uncomfortable when the needle was withdrawn. The nurse attempted to withdraw the catheter tubing and found approximately 1/3 of the catheter tubing was missing. The patient's vein was dissected and remaining tubing was found and removed. An x-ray was also done to ensure the entire catheter had been removed.